Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at first step during a laparoscopic sleeve gastrectomy, the handle was very hard to fire and the clips were malformed. They used another clip applier to complete the case. There was no patient injury.